Manufacturer narrative:
Since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. A sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Examination of the product involved may provide clarification as to the cause for the reported failure. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd connecta extension tube leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta ¿ extension tube leaked. No serious injury or medical intervention was reported.